Event description:
Related manufacturer reference number: 2017865-2022-12619. It was reported that the patient presented to a generator change procedure. Prior to the procedure, the right ventricular and atrial lead exhibited noise leading to oversensing. Programming changes were performed on the atrial lead. The right ventricular lead will further be monitored. The patient condition was stable.